Event description:
This case was initially received via regulatory authority tga ((B)(6) health authority) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ("the pain now spreads across her entire abdomen (pain is aggravated by bending forward and lying down on her side or stomach, or when bowel movements are imminent)/pain/physical pain") and genital haemorrhage ("bleeding (bleed and spot 3 out of every 4 weeks of each month)") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure coils implanted at the same time as the novasure procedure" in (B)(6) 2015. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability), genital haemorrhage (seriousness criterion medically significant), ovulation pain ("pain whilst ovulating focused on the lower left side of her pelvis (the pain was both sharp, stabbing, a dull progressive ache)"), back pain ("the pain now spreads across her lower back "), pain in extremity ("the pain now spreads across her legs"), metrorrhagia ("bleeding when menstruating, and a second 'period' leading up to and whilst she is ovulating"), abdominal distension ("incredible bloating / discomfort from bloating and swelling / feeling of intense 'fullness' since having the essure coils implanted/feeling as though my abdomen cannot distend any further"), alopecia ("increase in hair loss (estimate the hair loss has increased above normal by at least 500%)"), adenomyosis ("adenomyosis"), fatigue ("incredibly fatigued "), anxiety ("ticking time bomb in my body is leaving her anxious and on edge"), dyspareunia ("the use of tampons and menstrual cups, and sexual intercourse are now impossible since the coils were placed, due to the pain") and vulvovaginal pain ("the use of tampons and menstrual cups, and sexual intercourse are now impossible since the coils were placed, due to the pain"). At the time of the report, the abdominal pain, genital haemorrhage, ovulation pain, back pain, pain in extremity, metrorrhagia, abdominal distension, alopecia, adenomyosis, fatigue, anxiety, dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, back pain, dyspareunia, fatigue, genital haemorrhage, metrorrhagia, ovulation pain, pain in extremity and vulvovaginal pain to be related to essure. The reporter commented: the pain was aggravated, it was debilitating, long lived and extensive and it interferes with day-to-day life functioning, sleep and any basic or complicated physical and mental task. She feels adenomyosis is truly connected to and caused by the essure coils. She is no longer able to have sex with her husband. She is incredibly fatigued due to the continual interruptions to her sleep as a result of the pain. She cannot exercise adequately due to the physical pain and discomfort from bloating and swelling. And in regards to her mental health, the exhaustive continual pain and bleeding, and the concerns she has a ticking time bomb in her body are leaving her anxious and on edge, which is having a detrimental impact on her marriage, children and family as a whole. She returned to the doctor who did the procedure and he brushed off her concerns, barely acknowledging her concerns that something was wrong with one of the coils due to the focal nature and timing of the pain. He instead focused on an adenomyosis diagnosis and then referred her on to the gynaecology clinic. If she known the potential problems or the substances they were made from, she would have reconsidered having them implanted. Diagnostic results: she was diagnosed with adenomyosis since having the essure coils implanted, something that there was no sign of on numerous ultrasounds prior to them. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.